Event description:
It was reported by service report that the stretcher siderail is broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that a posterior needle-to-cuff miss occurred as evidenced by the posterior cuff remaining in the posterior foot pocket. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the posterior foot pocket. During needle plunger removal, the link was held on one end by the posterior cuff in the posterior foot pocket while being pulled on the other end by the withdrawal of the needle plunger. This resulted in the anterior needle detaching from the anterior cuff as evidenced by the damaged anterior cuff tabs. In addition, the suture broke at the posterior needle. The suture break, posterior cuff miss, and subsequent anterior needle-to-cuff detachment would result in a failure to retrieve the suture during needle plunger retraction as reported. During testing, the needle plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the probable root cause for the suture break at the posterior needle and the posterior needle-to-cuff miss that subsequently resulted in an anterior needle-to-cuff detachment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. The reported heavily scarred tissue could deflect the needles during deployment. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). Device#2:proglide (part#12673-03, lot# 920106h) is being reported under a separate medwatch report number. The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted bilateral arteriotomy closure of heavily scarred right and left common femoral arteries (cfa) after an interventional procedure. Reportedly, during arteriotomy closure of the right cfa, when the needle plunger was removed, there was no suture attached to the needles. The device was removed and manual compression was applied to achieve hemostasis. Reportedly, during arteriotomy closure of the left cfa, when the needle plunger was removed, there was no suture attached to the needles. The device was removed and manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.